Event description:
Per the clinic, the patient experienced infection and extrusion of receiver stimulator at implant site due to wound dehiscence. It was reported that the incision did not heal well due to inadequate wound care. Subsequently, the patient was hospitalized and prescribed with IV antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.